Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported during use, the pneumothorax wire came apart. No additional information was available at the time of this report.

Manufacturer narrative:
A review of the device history record, instructions for use (IFU), manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. The wire guide was returned for evaluation in used, damaged condition. The coil was unraveled beginning approximately 62.5 cm from the proximal end of the wire. There are two wires exposed within the unraveled portion of the wire; one wire was a fixed core (mandrel) and the second wire was free core (safety). Both welds on the distal and proximal end remain attached to the coil. This investigation confirmed that there was separation of the safety wire from the distal weld connection, resulting in the safety wire and mandril wire protrusion and elongation of coils in that region. A document-based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record of the finished product shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided and results of the investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. We will continue to monitor for similar complaints.